Manufacturer narrative:
Device evaluation of the monitor has been completed.  The reported problem (service code 107) has been confirmed.  Upon investigation the monitor was resetting.  The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board.   The root cause for the defective u104 pxa processor could not be positively identified.  No adverse events occurred from the monitor malfunction. ************************************* device evaluation of monitor has been completed. Upon investigation of the monitor a reportable malfunction was found.  The monitor was unable to complete incoming functional testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas.  The root cause for the high voltage travelling to low voltage circuitry could not be positively identified.  No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 107 (multiple abnormal shutdowns).   Device evaluation of monitor has been completed. Upon investigation of the monitor a reportable malfunction was found.  The monitor was unable to complete incoming functional testing.